Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during discharge check the day after implant, no atrial sensing was noted on the right atrial lead. The paced atrial events lined up with the ventricular sensed events. The lead was revised on (B)(6) 2018. The patient was stable.